Event description:
It was reported that the customer had a failed battery test alarm, blank display, battery out limit alarm, and bad battery alert on the insulin pump. Customer's blood glucose level was 288 mg/dl. Customer treated with a manual injection. Customer declined troubleshooting for high blood glucose levels. Customer stated that she was running high because her pump stopped working. Customer stated that the battery was dead in the pump for 2 hours. It was explained that this is normal pump behavior. Troubleshooting was performed. Customer inserted a new aaa alkaline battery and the display returned. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.